Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h8. Additional information added to field h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. No physical damage was found where the foreign material remained. The legal manufacturer reviewed the customer-provided cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Although the foreign material was confirmed, olympus could not identify the material or specify the cause. The event can be detected and prevented by following the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual "chapter 3 preparation and inspection." IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual "chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope nozzle exhibited foreign material. There were no reports of patient involvement.